Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. Inspection of the device did not find any issues with the fluid path that would result in high blood glucose levels.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and physician visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) history is as follows: time, bg (mg/dl): morning, 409. He went to his healthcare provider (hcp) for a routine visit. During the visit they provided him with a manual injection with an insulin pen (exact amount was not provided). 11.30 am, 316. 11:44 am, 293. The patient's bg went back to normal and it was reading at 134 mg/dl and patient was able to activate a new pod. The pod was worn between 4 and 24 hours on the leg.